Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the cathode coil was also observed. The anode coil was extremely stretched and was pulled to the point of fracture at the distal anode ring weld. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Event description:
Boston scientific received information that this right atrial (ra) lead was being explanted due to loss of capture. During the procedure, the helix broke off in the subclavian, the physician was going to attempt to get it out of the vessel. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.